Manufacturer narrative:
The reagent lot number was 77198501 with an expiration date of 30-jun-2025. The field service engineer found an issue with the fluidic system. He cleaned and adjusted the sipper probe and performed measuring cell preparations. The customer ran calibration and qc with results within acceptable limits. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat assay results from the cobas 6000 e601 module. The initial result was <6 ng/l and was reported outside of the laboratory. The result was questioned by the doctor and the sample was repeated. The repeat result was 33.6 ng/l and was believed to be correct.